Manufacturer narrative:
Concomitant products: product ID 3587a, lot# lb5709, implanted: (B)(6) 2003, product type lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7435, serial# (B)(4), product type programmer, patient; product ID 3550-09, lot# lb6792, product type accessory. (B)(4).

Event description:
It was initially reported that the patient felt no stimulation from their implantable neurostimulator (ins) and that the device had stopped 4 years ago. There was no known accident or incident related to the event. Follow up information received on (B)(6) 2011 reported that the patient programmer unit was replaced but that the device was not successfully reprogrammed. In addition it was reported that the patient had not visited their doctor, still had problems with the device system, and had not have any surgery to fix the problem. It was clarified that the patient¿s device ¿just quit working one day when I was walking along¿. The patient stated noted that they had used the ins about 6 hours per day and that ¿it didn¿t even last 2 years¿. It was also noted that the patient had lost their insurance and seeing a doctor was ¿out of the question¿. If additional information is received, a follow up report will be sent.